Event description:
It was reported that during an unknown respiratory procedure, it was observed that the staples were malformed. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch #m9ch9g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025 d4: batch #c9el2l investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The manual override door was removed and the bailout mechanism was partially activated. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to verify the condition of the internal components and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. It is possible that the bailout mechanism was partially activated due to improper handling of the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. However, the staples were partially formed. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed a device 45 mm from top view, with the battery pack loaded. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number c9el2l, and no non-conformances were identified.